Event description:
It was reported by the user facility that the drill heated up. No pt or user injuries were reported, and no other adverse consequences were alleged with this event. Attempts to obtain additional info were unsuccessful.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation results require one.